Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that priming failure occurred and an error message indicating "please choose a proper cannula" was displayed. The cassette was replaced and soft eyeball occurred during the procedure. The procedure was completed with no harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected and a red plug not provided by the manufacturing facility of the consumables was connected to the three way yellow stopcock along the infusion flow path. The customer should be reminded to use only the products provided by this manufacturer, improper mismatch of consumable components and use of settings not specifically adjusted for a particular combination can affect the functionality and performance of the device. The returned sample was visually inspected and no obvious defects were found. A system console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. . Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).